Manufacturer narrative:
(B)(4). An angiogram confirmed occlusion of the graftmaster stent in the mid pda, which was due to the small caliber of vessel and due to poor run-off distal to the stent. During balloon angioplasty to restore flow, thrombus was found in the stent and at the distal stent edge. As the distal vessel size and run-off were too small to perform additional percutaneous interventions, the patient was discharged home (B)(6) 2017 on dual anti-platelet therapy medication with no further complications. No additional information was provided. Concomitant medical devices: stent: 3.5x38mm boston scientific promus premier. Indication for use/failure to follow steps the stent remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the stent was deployed in a 2.5mm perforation. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the graftmaster was deployed with a max pressure of 13 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states; deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). The reported patient effects of thrombosis and myocardial infarction are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic IFU, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue. The asahi prowater 180cm and hi-torque whisper ms devices are being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a non-st-elevated myocardial infarction (mi) and back pain. A non-abbott 6fr fr3.5 guiding catheter was placed via radial access, followed by advancement of a hi-torque whisper ms guide wire (gw) to the right coronary artery (rca) then advancement of an asahi prowater 180cm guide wire to the posterior descending artery (pda) via radial artery access. Pre-dilatations were then performed with multiple non-abbott balloons, followed by deployment of a 3.5x38mm non-abbott drug-eluting stent, covering a long, 90% stenosed lesion in the proximal rca and a 60% stenosed lesion in the mid rca. A free perforation (approximately 2.5mm in size) was then noted in the pda. Reportedly, the cause of the perforation is unexplained and either of these guide wires may have caused or contributed to the perforation; it was noted on angiography that the whisper guide wire had remained in the looped (prolapsed) position during the entire procedure, which may have contributed to perforation. Heparin drug reversal and balloon tamponade did not resolve the perforation. Thus, a 2.8x16mm rx graftmaster covered stent was deployed at 13 atmospheres, successfully resolving the perforation. The patient tolerated the procedure well and was discharged home on (B)(6) 2017 with no further complications. On (B)(6) 2017, the patient returned to the emergency room with gradual onset chest pain (10/10 pain) with no relief after taking three sl nitroglycerine tablets. An electrocardiogram indicated an acute inferior st-elevated mi.